Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Detailed analysis did not confirm the reported observations. Further analysis found that a high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain during laboratory analysis was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that review of remote home monitoring data for this subcutaneous implantable cardioverter defibrillator (s-ICD) noted many presenting electrograms (egms) where the first two complexes are missing s markers. Technical services (ts) discussed the potential of a display issue due to a command interaction between the device and the remote home monitoring system and therapy is not impacted. A request was made to have data from this device analyzed. Data analysis noted no codes or reset conditions and the issue was felt to be limited to the 12 second s-ECG. Ts discussed the option of completing a 60/60 magnet reset if the issue continues. Additional information was later received that this device was explanted following a patient death with no information indicating the device caused or contributed to the death. No adverse patient effects were reported. The product has been received for analysis.